Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the navigation device would show indication of ac power (blue leds on) when the system was powered on. The medtronic representative (mr) said that the system monitors would remain black every time they tried to power the system on. After replacing the multi-out supply, the issue still occurred. The mr found one of the fan cables was disconnected from the connector going into the multi-out and had 2 exposed wires touching the metal on the cart. After removing the damaged multi-out cable everything returned to functioning as expected. There was no patient present when this issue was identified.

Manufacturer narrative:
The power supply was returned to the manufacturer for analysis. Analysis found that the returned power supply was standalone tested and no issues were detected. All outputs measured normal voltage. There were 2 screws that were loose inside of the package. If information is provided in the future, a supplemental report will be issued.